Event description:
Md complained during the procedure that the harmonic ace disposable device stopped working. The scrub rn reloaded disposable and the generator display read "bad device." New disposable device loaded and worked correctly.